Manufacturer narrative:
A device evaluation was performed and no defects were found that could have contributed to the alleged event. Section h codes have been updated.

Event description:
It was reported that a cot tipped to the side while loading a patient into the ambulance. As a result of tip the patient sustained abrasions on her left arm and left leg and has since developed pain on the left side of her chest. The paramedics evaluated the patient's injuries, but the patient refused medical treatment.

Event description:
It was reported that a cot tipped to the side while loading a patient into the ambulance. As a result of tip the patient sustained abrasions on her left arm and left leg and has since developed pain on the left side of her chest. The paramedics evaluated the patient's injuries, but the patient refused medical treatment.